Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the implantable cardiac monitor demonstrated noise, which resulted in false positive detections. The noise was attributed to electromagnetic interference (emi). No intervention was performed, and the patient will continue to be monitored. The patient was reported to be stable.